Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the prongs for the electric cautery on the fenestrated bipolar forceps instrument was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments bipolar pins was bent. Both pins were loose but were still attached. The bottom pin was bent upward towards the top pin. The chassis feature that acts as a hardstop for the pins was not broken. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.